Event description:
Device issue: shaft separation. Time of device issue: unk. Adverse event: na. It was reported that the shaft of the stent delivery system (sds) broke. No pt effects. No additional info was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned promus stent delivery system (sds) is consistent with the device being prepped for use and the reported info that the stent was not deployed. Analysis also noted kinks throughout the hypotube. This damage was not originally reported and is likely a result of post procedure handling for packaging/shipment back to abbott vascular for eval as no damage was noted prior to use. Possible causes for shaft separation include, but are not limited to, material degradation, damage to the shaft, kinks or bends in the shaft, mishandling and/or use of force during advancement/retraction. Analysis of the returned product confirmed the reported separation as the device was returned in two pieces. The fracture faces were noted to be ovaled, suggesting that the shaft was kinked prior to separating. The jacket material was stretched and jagged, suggesting material overload (stress/fatigue). It is possible that during advancement to the target lesion the shaft kinked, such that during device placement, further force was applied and the shaft separated. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. There is no indication of a lot specific product quality deficiency and the reported shaft separation appears to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected for damage during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity.